Event description:
It was reported the pt has not used or recharged the ipg since being implanted. As a result, the charger is unable to communicate with the ipg. An sjm rep will meet with the pt for troubleshooting.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.